Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in japan reported during vitreous surgery, irrigation flow was stopped. There was a large kink on the irrigation line near the 3-way stopcock. No patient injury reported.